Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 6.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.